Event description:
The dealer states that the caster is dragging the wheel. The dealer clarified that the fork assembly is leaning to the side but is not bent.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.